Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the promus premier,mr, ous 2.5x38mm stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and was not returned for analysis. No information was made available regarding the detached stent. The balloon was subjected to positive pressure, hardened medium was evident in the balloon. A visual and tactile examination found there were several hypotube kinks along catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found a kink 5.8cm distal of port entry site. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jul-2016. It was reported that crossing difficulties were encountered. The severely stenosed target lesion was located left anterior descending artery. A 38mmx2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment/separation.